Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) received an adverse event complaint from (B)(6) on (B)(6) 2021. The reported complaint indicated that a duraflex graft was explanted due to an infection. Several attempts have been made to obtain additional information. To date, no additional information has been provided.